Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut pro+ delivery catheter system (dcs), product ID: d-evprop2329us, lot: 0011191555, use by date: 2024-04-27, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre balloon aortic valvuloplasty (bav) was performed. During the first deployment attempt, the valve was released at 7 millimeter (mm) on the non-coronary cusp (ncc). Subsequently, third degree atrio-ventricular (av) block was observed. The valve was recaptured. During the second deployment attempt, pacing was administered in-order to maintain blood pressure. The patient's blood pressure was noted to decrease by applying pacing. The procedure progressed while maintaining the certain level of pressure. Subsequently, the valve dislodged. The valve was recaptured. During the third deployment attempt, the valve was released at 6 mm on the ncc. The valve was recaptured for a third time. During the fourth deployment attempt, controlled pacing was performed. The valve was implanted at a depth of 5 mm. After the valve was implanted, the patients rhythm did not return to its original state. Four days following the valve implant, a permanent pacemaker was implanted. No adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre balloon aortic valvuloplasty (bav) was performed. During the first deployment attempt, the valve was released at 7 millimeter (mm) on the non-coronary cusp (ncc). Subsequently, third degree atrio-ventricular (av) block was observed. The valve was recaptured. During the second deployment attempt, pacing was administered in-order to maintain blood pressure. The patient's blood pressure was noted to decrease by applying pacing. The procedure progressed while maintaining the certain level of pressure. Subsequently, the valve dislodged. The valve was recaptured. During the third deployment attempt, the valve was released at 6 mm on the ncc. The valve was recaptured for a third time. During the fourth deployment attempt, controlled pacing was performed. The valve was implanted at a depth of 5 mm. After the valve was implanted, the patients rhythm did not return to its original state. Four days following the valve implant, a permanent pacemaker was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.